Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4). Date of event: (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales that the patient stated that she has started to experience painful tightness and cramping in her foot while using the bone healing system. She stated she's unsure if the pain is from the treatment itself, or from the coil strap on her foot. She is treating her 1st metatarsophalangeal joint fusion with a sflx 3 coil. I initially offered the option for patient to stop use and check with her doctor about switching her to the orthopak. She stated she'd like to continue trying the bhs before switching. I advised that if she'd like to do this, to stop treatment any time she feels any pain or discomfort. We discussed the plan of her treating for short amounts of time, and increasing the time each day to see if it gets better. She did ask that I reach out to her doctor in the interim to get his opinion on this. I am reaching out to her doctor's office today.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported by the sales that the patient stated that she has started to experience painful tightness and cramping in her foot while using the bone healing system. She stated she's unsure if the pain is from the treatment itself, or from the coil strap on her foot. She is treating her 1st metatarsophalangeal joint fusion with a sflx 3 coil. I initially offered the option for patient to stop use and check with her doctor about switching her to the orthopak. She stated she'd like to continue trying the bhs before switching. I advised that if she'd like to do this, to stop treatment any time she feels any pain or discomfort. We discussed the plan of her treating for short amounts of time, and increasing the time each day to see if it gets better. No additional patient consequences have been reported. The bhs assembly was not returned for further evaluation.